Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hearing their left ventricular assist device (vad) more prominently and louder than before with no other symptoms noted. Log files were reviewed, and the vad appeared to be functioning as intended. The patient's mean arterial pressure (map) was in the high 90s millimeters of mercury (mmhg) which was suspected could be the problem, but the cause of the sound was not confirmed. The sound had not resolved and was still being evaluated. The patient was stable and had their blood pressure and medications reevaluated.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported increased ventricular assist device (vad) sound could not be confirmed through this evaluation. A specific cause for the reported noise, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events having been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.